Manufacturer narrative:
Section d1: corrected. Section d4, catalog number, primary UDI number: corrected. Device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Section h6, medical device problem code: corrected. Manufacturer's investigation conclusion: a correlation between the reported events and the system controller cannot be conclusively determined. It was reported that when the system controller latch was closed, the driveline "came out" of the system controller. A review of the submitted log file captured pump stop events, but no evidence of a driveline disconnect (see manufacturer report number: 2916596-2024-01919). There was no evidence of an issue with the system controller. Per additional information, the provider was moving the patient's system controller out of the clip of their consolidated bag to look at their pins. The provider pulled upwards on the system controller (not the driveline) and their hand hit the driveline and a red heart alert came on immediately. The provider pushed the system controller back downward and the red heart went away. It was noted that the latch was closed, and the red button was not visible. They could not find any missing pins in any of the equipment. Multiple attempts for additional information, including product identifying information, were sent to the customer; however, no further information has been provided at this time. Heartmate ii left ventricular assist system (lvas) instructions for use (IFU) (rev. C) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate ii patient handbook (rev. C) section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), and the actions to take if the issue does not resolve. The patient handbook and the IFU caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient's system controller was exchanged on (B)(6) 2024 for dim green lights and cracked black power lead proximal to the system controller. Afterwards, the patient had a driveline issue. While their system controller latch was closed, the driveline 'came out' of the system controller. The patient came in on (B)(6) 2024 because they had found a lone 'pin' in their consolidated bag by their black lead on saturday. Their power module had been alarming so when they were checking on things they noticed the pin. In regards to the power module, the emergency backup battery was removed and the alarm resolved. In clinic, the provider was moving the patient's system controller out of the clip of their consolidated bag to look at their pins. The provider pulled upwards on the system controller (not the percutaneous lead) and their hand hit the percutaneous lead and the red heart alert came on immediately. The provider pushed the system controller back downward and the red heart went away. It was noted that the latch was closed and the red button was not visible. They could not find any "missing" pin in any of the equipment. Everything was checked besides the backup clips and the patient's percutaneous lead. Log files captured the system controller exchange on (B)(6) 2024 at 14:12. On (B)(6) 2024 at 14:02 it was noted that the pump speed was zero with no noted driveline disconnects.